Manufacturer narrative:
On the (B)(6) 2015 a field service engineer (fse) was dispatched and determined the issue to be a 3-way solenoid valve & wash solution heater failure. The fse replaced wash solution heater & 3-way solenoid valve. Instrument is functioning as intended and was released. A 13 month complaint/service history review for serial number (B)(4) was performed and found no other complaint with similar events. The probable cause of the event was: wash solution heater failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007.

Event description:
On (B)(6) 2015 the customer reported error waiting for temperature 3003 with their aia-360 system. The user attempted to reboot and error persisted along with error 3004 temp timeout error. Customer requested service in order to address the reported issue, which resulted in delay reporting of results for ckmb and ctni2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.